Event description:
Additional information received on 4/8/2025 to update manufacturer for report mw5165766.

Event description:
Fortec laser machine settings reset during procedure. Surgeon and laser tech were unaware that laser settings had changed from single pulse to continuous after reducing the laser power. Surgeon fired the laser while he and the tech were unaware of this change, leading to a greater degree of burn/power than the surgeon intended or was prepared for.